Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit and a penumbra system 3maxc reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a non-penumbra balloon catheter in the internal carotid artery (ica). The physician then flushed the 3maxc packaging hoop and encountered resistance while withdrawing the 3maxc. The physician then flushed the 3maxc packaging hoop again and removed the 3maxc. However, upon removal, it was noticed that the 3maxc was fractured around the proximal end and kinked in 3 places around 60-70 cm from the distal tip. Next, the physician experienced resistance and was unable to advance the penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra microcatheter to the treatment site. Re-examination of the occlusion lesion suggested the possibility of a high degree of atherosclerotic stenosis. The procedure was completed by infusing an intra-arterial thrombololysis through the microcatheter. There was no report of an adverse effect to the patient.